Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down when the customer attempted to interact with it. The customer reported a blood glucose (bg) level of 260 (mg/dl). Pump therapy was used once the pump was turned back on to address bg levels. During troubleshooting with tandem technical support, a review of pump history indicated unaddressed low power alerts proceeded the pump shutting down. The customer was reminded to charge the pump regularly to avoid battery depletion.